Manufacturer narrative:
H.6. Investigation summary: one photo of two loose 1ml oral syringes were received and evaluated. It was observed one of the amber plunger rods had a much denser color than the other. This is a rejectable condition per the molding specification. Potential root cause for the variation in color defect is associated with the molding process. There is defined mixture ratios for the raw material but no color maps for comparison and no recipe in the quality system. Action taken: the mixture recipe will be added to the corresponding work instruction by 11/15/2019. Color maps will be assembled and added to the manufacturing floor by 1/17/2020. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that before use of the syringe oral 1ml clear sterile the color of the plunger corresponding to batch: 9064913 is different to all previous batches. There are 100 units that are affected. The following information was provided by the initial reporter: it was observed that the color of the plunger corresponding to batch: 9064913 is different to all previous batches. It is lighter and opaque.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe oral 1ml clear sterile the color of the plunger corresponding to batch 9064913 is different to all previous batches. There are 100 units that are affected. The following information was provided by the initial reporter: it was observed that the color of the plunger corresponding to batch 9064913 is different to all previous batches. It is lighter and opaque.